Event description:
It was reported that during a routine follow-up, high out of range shock impedances were exhibited; all other measurements were normal and within the respective ranges. The patient was instructed to attend a follow-up, for reprogramming and additional technical services guidance. No resulting adverse patient effects have been reported. The subsequent technical services data review confirmed via lead trending data, an increase in shock impedances since the end of june 2018 and recommended lead integrity testing at the next in clinic follow-up. The lead has an implanted duration of over ten years, with ts stating the focus of root cause is like a lead integrity issue. To date, no additional information has been provided. Subsequently, the lead was returned for disposal. No information regarding the surgical intervention for lead replacement was provided from the field at the time of intervention.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead had been severed with two segments returned. Testing was completed to assess leads electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis of the returned lead segments, did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Should additional information be received, a follow-up report will be completed.

Event description:
It was reported that during a routine follow-up, high out of range shock impedances were exhibited; all other measurements were normal and within the respective ranges. The patient was instructed to attend a follow-up, for reprogramming and additional technical services guidance. No resulting adverse patient effects have been reported. The subsequent technical services data review confirmed via lead trending data, an increase in shock impedances since the end of (B)(6) 2018 and recommended lead integrity testing at the next in clinic follow-up. The lead has an implanted duration of over ten years, with ts stating the focus of root cause is like a lead integrity issue. To date, no additional information has been provided.